Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker was in backup mode. The patient experienced fatigue and dizziness. It was noted in clinic that the device was not able to be interrogate and no pacing was noted from the pacemaker. Premature battery depletion was also noted on the pacemaker. The pacemaker was explanted and replaced. The patient was asymptomatic and stable.

Manufacturer narrative:
The reported event of pacemaker found in backup mode was confirmed. The reported events of failure to interrogate, premature discharge of battery and no pacing could not be confirmed. The device was received in backup operation with normal telemetry communication and output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.